Event description:
It was reported the pacing impedance was high, out of range was noted on the right ventricular (rv) lead. The cause of the high pacing impedance was believed to be due to an insulation breach. The rv lead was explanted and replaced. There were no adverse health consequences to the patient.